Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed left lead migration and diagnostics revealed impedances. Therefore, surgical intervention was undertaken on (B)(6) 2025 wherein it was discovered during the procedure that the right lead has migrated as well. As a result, both leads were explanted and replaced to address the issue.